Manufacturer narrative:
During the revision procedure, the terminal pin of the right ventricular lead could be removed without loosening the setscrew. The physician had paid extra attention to the setscrews during the implant procedure to the recommendations for cognis/teligen devices. The rv lead was tested on a pacing system analyzer (psa) and all measurements were within acceptable parameters. The lead was reconnected to the ICD again and all measurements were also within acceptable limits. The ICD remains implanted and in service. No additional information is available. If any new information does become available, this product issue will be updated. Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified minor body fluid infiltration in the ports. All seal plugs were intact and the device header was fully attached to the case. Both the rv and df+ setscrews exhibited signs of cross-threading. All other setscrews were functioning normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis was able to confirm that the clinical observations were caused by cross-threaded setscrews.

Event description:
Boston scientific received information that one day after the implantation of this implantable cardioverter defibrillator (ICD), there was loss of capture on the implanted competitor's right ventricular lead. The thresholds had increased from 1.7 volts at implant to 3.5 volts. The amplitude and pacing impedances were stable. Several hours later, loss of capture was observed again when the thresholds increased to 7 volts. A lead revision was performed. No adverse patient effects were reported. At a later date, the ICD was explanted for unrelated reasons and returned for laboratory analysis.